Manufacturer narrative:
Citation: sankaramangalam, k. Md et al. Impact of coronary artery disease on 30-day and 1-year mortality in patients undergoing tran scatheter aortic valve replacement: a meta-analysis. J am heart assoc. (2017) oct 11;6(10). Pii: e006092 doi 10.1161/jaha.117.006092 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review a regarding the implant of coronary artery disease in patients with a transcatheter aortic valve replacement. All data were collected from a literature search of search of embase, medline, and the cochrane library. The search identified 15 studies and articles published between 2010 and 2017. The study population included 8013 patients, 4763 of which were implanted with a corevalve. Serial numbers were not provided. The study population median age 81.3 years among all patients adverse events included: cerebral vascular accident (cva), vascular complication, blood loss, and myocardial infarction (mi). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.